Manufacturer narrative:
Additional information was added to b3, e4, g2: report source, h3, h4 and h6. The user facility submitted medwatch mw5099044 for this event. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed which observed that the non-retractable male luer lock was damaged. The reported condition was verified. The cause of the condition was due to machine during manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t-connector of an interlink system non-dehp t-connector extension set was defective. The defect was further described as the male luer-lock portion of the t-connector may be broken or have a ¿melted¿ appearance. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.